Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that the o-ring in reservoir compartment fell off of the insulin pump. The customer mentioned she taped the reservoir into the insulin pump. The customer was taking the insulin pump off to change reservoir and felt something slide through fingers. Troubleshooting was performed. The customer was advised to discontinue use of the pump and revert to a back-up plan per their healthcare provider's instruction. The insulin pump will return.

Manufacturer narrative:
Findings: pump had broken battery tube threads, cracked reservoir tube, reservoir tube lip completely broken off and test reservoir will not lock/click in place, missing reservoir tube o-ring and minor scratched display window.